Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 00507126700, oscillator blade, coated, 19.5 x 95 x 1.27 mm, 5pk was being used on (B)(6) 2024 during a knee replacement and ¿the tooth of an oscillating blade broke off and fell into the patient¿. There was no impact or injury for the patient or user. The procedure was completed with a ¿different blade¿. There was a 45 minute delay using c arm to find blade tooth. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the 00507126700, oscillator blade, coated, 19.5 x 95 x 1.27 mm, 5pk was being used on (B)(6) 2024 during a knee replacement and ¿the tooth of an oscillating blade broke off and fell into the patient¿. There was no impact or injury for the patient or user. The procedure was completed with a ¿different blade¿. There was a 45 minute delay using c arm to find blade tooth. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of returned used product found the blade damage with a tooth broken off. The broken tooth was not returned for evaluation. See attached photo. Examination performed per 00507126700. The likely cause for this event is due to the application of excessive force and/ or collision with another instrument during use. A 2 year lot history review shows a total of 2 devices for this lot number and failure mode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following: always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. The user is also advised to avoid contact of blades and burs with cutting blocks, retractors or other instrumentation. Damage to the blade, bur or instrument may occur. We will continue to monitor for trends through the complaint system to assure patient safety.